Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump had calculated a bolus of 50 units that the customer believed to be too large of a bolus to deliver. Upon investigation, it was found that the customer accidentally turned on an incorrect personal profile resulting in the bolus being calculated based off the max bolus setting of the incorrect personal profile being active. The customer delivered 15 units out of the 50 unit bolus. Tandem technical support educated the customer on activating the correct personal profile. Blood glucose level ranged between 160-215 mg/dl.